Event description:
It was reported that this patient experienced cardiac arrest. The physician wanted to stop the pump to exhaust all resources in order to presume death. The plan was to administer the patient "narcaine" to see if the patient would respond without pain medication. Fifteen cubic centimeters (cc) were aspirated from the pump. This amount was the correct expected amount calculated for the dates of the last refill and the next refill date. The pump was filled with 35cc of saline. The patient was in the intensive care unit in a coma, unresponsive, and required hospitalization and medical intervention. It was unclear the patient's response to the "narcaine" as the patient was reported as deceased. The reported date of death was (B)(6) 2013. The reported cause of death was acute myocardial infarction and that the cardiac arrest was not assumed to be related to the pump. This device system delivered infumorph.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l66505, implanted: (B)(6) 1999. Product type: catheter. (B)(4).